Event description:
According to customer correspondence received with the unit, the customer indicated that the unit will not infuse. The rptr initially only indicated that the unit's track did not move freely and the retainer was broken.